Event description:
A report received form the USA stated the device "does not function". The event occurred during surgery. No pt or user injury was reported. The date of the event is unk. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).